Event description:
Additional information received from the reporter on 07/06/2026 for report #mw5190071 to replace b5 information. Pt intubated in picu, on sedation infusions (propofol, dexmedetomidine, fentanyl). Ventilator began to alarm, pt found in room to have self-extubated. Propofol & fentanyl infusions shut off. Pt with good respiratory drive, had desaturation to 87% and was placed on scoop mask. Pt was rather agitated but able to settle. Was re-started on dexmedetomidine infusion. Tube investigated - appears that tube holder separated; ett was still taped to the plastic.